Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection, and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and a non boston scientific right ventricular (rv) lead exhibited increased impedance measurements, which were not out of range. Noise, oversensing, and less than two seconds of pacing inhibition were also observed on the rv channel, which appeared to be due to oversensing of minute ventilation (mv)/respiratory sensor signals. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and a non boston scientific right ventricular (rv) lead exhibited increased impedance measurements, which were not out of range. Noise, oversensing, and less than two seconds of pacing inhibition were also observed on the rv channel, which appeared to be due to oversensing of minute ventilation (mv)/respiratory sensor signals. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information received reported that the rv impedance measurements increased to greater than 2500 ohms. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information received reported that the device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and a non boston scientific right ventricular (rv) lead exhibited increased impedance measurements, which were not out of range. Noise, oversensing, and less than two seconds of pacing inhibition were also observed on the rv channel, which appeared to be due to oversensing of minute ventilation (mv)/respiratory sensor signals. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information received reported that the rv impedance measurements increased to greater than 2500 ohms. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection, and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event. Additional information received reported that the device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection, and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and a non boston scientific right ventricular (rv) lead exhibited increased impedance measurements, which were not out of range. Noise, oversensing, and less than two seconds of pacing inhibition were also observed on the rv channel, which appeared to be due to oversensing of minute ventilation (mv)/respiratory sensor signals. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information received reported that the rv impedance measurements increased to greater than 2500 ohms. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.